Event description:
Healthcare professional reported "we have observed excessive fraying of the neckband edges leading to fragments being found close to the children's tracheostomy stomas," "it was also noted that the current product hook tabs are thinner and the hook (rough) sides are smoother but on testing of the product we found that they still maintain a very safe grip on the neckband." Further, "the hospital has also had ongoing issues with the product relating to the sharp pointed clear plastic hook tabs that sit over the size area on the tracheostomy tube flange." No adverse event impact to patient. (B)(4).

Manufacturer narrative:
Investigation:: distribution history: the complaint product was manufactured at csi. Manufacturing record review: device history record was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record : service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history no showed similar reported complaint conditions. This is an isolated event. Product receipt: the complaint product was not returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Evaluation of the photo provided confirmed the complaint condition. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause cannot be determined at this time. Please be assured no changes have been made to either the material supplier or design since launch of the product. Subsequently, further review of the photograph indicates that the product may not be of a coopersurgical manufacturer due to the color appearance of the neckband edge. This was verified through a review of finished goods inventory, where the neckband and edges are white in appearance rather than the off-white neckband edge displayed in the photograph. Corrective actions: coopersurgical will continue to trend this complaint condition. No further corrective actions necessary.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
E-complaint-(B)(4). Report submitted by endotherapeutics australia on behalf of end-user- I am writing to you regarding concerns we have had with the trake-fit tracheostomy tube holder. Over the last 6 months (since march 2020) with the introduction of the new stock we have observed excessive fraying of the neckband edges leading to fragments being found close to the children's tracheostomy stomas. These could be easily inhaled as a foreign body into a child's airway causing respiratory distress, infection and other airway issues. It was also noted that the current product hook tabs are thinner and the hook (rough) sides are smoother but on testing of the product we found that they still maintain a very safe grip on the neckband. Prior to the introduction of the new stock, the hospital has used the trake-fit tracheostomy tube holder for over 10 years with no issues with fraying of the neck band. The hospital has also had ongoing issues with the product relating to the sharp pointed clear plastic hook tabs that sit over the size area on the tracheostomy tube flange. These sharp points can cut into babies and toddlers necks causing injuries to their skin. Could the manufacturer review the sharp points and consider the initiation of a product change to round off the sharpness of these points. 1216677-2020-00260 trake-fit dbl collar set 43-1850 e-complaint-(B)(4).